Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. Furthermore, the report of thrombus on the pump¿s outlet bearing could not be confirmed as no product was returned and no images were submitted for evaluation. It was reported that the device would not be returned for analysis as it was retained by the hospital. The patient remains ongoing on support from (B)(6). Device thrombosis and hemolysis are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's previous pump exchange reported under MFR# 2916596-2018-00194. Approximate age of device- 1 year, 5 months. The patient remains ongoing with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported the patient presented with elevated ldh and signs of hemolysis. The patient was not a candidate for tissue plasminogen activator (tpa) because an aneurysm was discovered on baseline CT. The aneurysm was clipped, no stroke occurred. It was decided to exchange the pump for suspected pump thrombus. The patient underwent subcostal pump exchange on (B)(6) 2019. The customer reported thrombus was confirmed in the pump on the outlet bearing. Only the pump motor was exchanged due to the need to go off pump. It was reported there was no adverse patient outcome and the patient tolerated the exchange well. The will not be returned as it was retained by the hospital. This is the patient's third pump. No additional information was provided.